Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('becoming e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cardiac flutter ("feeling flutering left side") and vibratory sense increased ("strange vibrating feeling in pelvic region"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, cardiac flutter and vibratory sense increased outcome was unknown. The reporter considered cardiac flutter, medical device removal and vibratory sense increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received event "strange vibrating feeling in pelvic region, feeling fluttering left side" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my uterus was attached to my belly. And I was in pain all the time') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine adhesions ("uterus was attached to my belly"), cardiac flutter ("feeling flutering left side"), vibratory sense increased ("strange vibrating feeling in pelvic region"), chills ("chills/ shivering") and feeling cold ("freezing"). The patient was treated with surgery (surgery for essure removal/ hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine adhesions, cardiac flutter, vibratory sense increased, chills and feeling cold outcome was unknown. The reporter considered cardiac flutter, chills, feeling cold, pelvic pain, uterine adhesions and vibratory sense increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: reporter added. Event medical device removal was replaced with new event- event- my uterus was attached to my belly. And I was in pain all the time. Events added- uterine adhesions, chills/ shivering and freezing. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('becoming e free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.